Manufacturer narrative:
The devices have not returned. No evaluation is possible at this time. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
The distal end of both taps broke off inside the patient's bone. The patient had a very sclerotic bone. The surgeon was able to retrieve both broken pieces.